Manufacturer narrative:
Continued h6: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Photographic device evaluation: a review of the device through photographs noted rupture was observed. As microscopic analysis can not be performed, abbvie is unable to make an assessment of the opening. Additional observations noted "encapsulated".

Event description:
Patient reported left side inflammation. Healthcare professional later reported rupture. The device has been explanted.